Event description:
Philips received a complaint on an sp02 8-pin d-sub adapter cable 3m (8pin) indicating that the spo2 cord will not work. No matter the patient or position, the cord relays a weak pleth signal or no signal and the o2 is always reported low. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Additional information was requested to verify the disposition of the device for analysis; however, the disposition is unknown. No analysis was able to be performed. The product malfunction was unable to be confirmed because the device was not available for analysis. No further information is available. A replacement device was sent to the customer under warranty. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.